Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were >8 and >8 inr. The corresponding lab results reported were 3.29 amd 2.99 inr. These results are from the same pt on two different dates.